Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult clip deployment was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Na.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenertive mitral regurgitation (mr) grade 4. Xt (lot: 40501a1069) was chosen for implantation. During deployment, the clip failed to deploy. After troubleshooting for six minutes, the clip was able to be released. The procedure ended with mr reduced to grade 1-2. There were no patient consequences or clinically significant delay.